Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. Reportedly, the customer was not performing the air removal technique. Customer¿s blood glucose was 200 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.